Manufacturer narrative:
.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient died due to heart failure. No further information is available at this time.